Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the clips did not hold the vessel. The loose clips were removed. A second device was introduced to complete the procedure. There was no pt consequence.